Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in 2011 with poor ventricular sensing and high out of range impedance on the right ventricular lead. The lead was reprogrammed. On (B)(6) 2018 the patient presented in clinic with symptoms of shortness of breath with activity and sharp pains in the right shoulder area by the pacemaker. The patient was pacemaker dependent and had sinus tachycardia with no escape rhythm. The rv threshold had increased and the impedance of the lead was low and out of range. On (B)(6) 2018 the lead was capped and replaced. The patient was stable before, during, and after the procedure.